Event description:
While using the kendall curity adult lumbar puncture tray, rptr attempted to measure the opening pressure once the spinal needle was inserted. During that process, the end of the valve broke off in the spinal needle. Rptr was able to remove the broken piece using a pair of sterile forceps. Consequently, rptr did not have to remove the needle and start again with a fresh kit. However, due to this defect, rptr could not accurately measure the opening pressure. This was the first time that this has happened to the rptr, however, rptr has had many problems with the same valve. Usually, it does not drain into the collection tubes as it supposed to.